Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that after the customer inadvertently dropped the pump, and the touch screen was unresponsive and unreadable on 3/4 of the screen. Customer's blood glucose was 125 mg/dl. Customer reverted to an alternate pump for insulin therapy.